Manufacturer narrative:
Pt info unavailable. Software freeze attributed to sys writing to bad memory locations which caused a segmentation fault. New computer was swapped per RMA. Suspect computer was then sent to vendor for analysis. No impact on pt outcome reported.

Event description:
A medtronic rep reported that the software is freezing intermittently. The site is using another firm's mouse and keyboard. Rep stated that using non-medtronic components can cause a freezing behavior. The site power cycled and is fully functional. The case continued as planned. No impact to pt.